Event description:
A customer reported experiencing a cartridge alarm 20 during the insulin pumping process, and a second alarm occurred on a new cartridge shortly after. Despite qualifying for a pump replacement, the customer opted to continue using the device and was instructed to reload the same cartridge, which resolved the issue and allowed them to resume insulin. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on the cartridge loading process and planned to send additional resources to assist.